Event description:
The article, "percutaneous closure of an ischemic ventricular septal rupture in a 73-year-old man: a case report", was reviewed. The article presented a case study of a 73-year-old male patient with a history of type 2 diabetes mellitus, retrosternal pain, tachycardia, diaphoresis, holosystolic murmur, chest pain, dyspnea, and a pulmonary edema. A 24-mm amplatzer muscular vsd pi occluder was selected for implant on an unknown date to treat a ventricular septal rupture (vsr). The ventricular septal defect measured 16mm x 10mm. The device was successfully implanted. A post-procedure echocardiogram showed moderate intraprosthetic and periprosthetic shunt. The patient was discharged. At follow-up the patient was asymptomatic. [The primary and corresponding author was carlos enrique vesga-reyes, faculty of health sciences, universidad icesi, cali, colombia, with corresponding e-mail: carlos.vesga@fvl.org.co.]

Manufacturer narrative:
As reported in a research article, percutaneous closure of an ischemic ventricular septal rupture in a 73-year-old man: a case report. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. It is possible that procedural circumstances and/or patient complications could contributed to the reported issue; however, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Literature attachment: percutaneous closure of an ischemic ventricular septal rupture in a 73-year-old man: a case report b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.